Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual and microscopic examination of the returned complaint device found that the hypotube had broken approximately 98.8 cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, a shaft kinked occurred. The 3x20mm, de novo target lesion was located in the non tortuous mid right coronary artery. This 3.00x20mm promus element stent delivery system was selected to be implanted into the diseased vessel; however, when the device was unpacked the user saw that is was kinked close to the hub. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the hypotube had broken.